Event description:
It was reported through stryker facebook page: had mine done (B)(6) and it really does take time. My doc warned me about a year. I still get some stiffness and going downstairs has been challenging but better. Unfortunately, my other knee blew out and am scheduled for robotic full replacement in (B)(6). Not looking forward to it but can¿t stand this pain. I miss my walks and exercise. Was just getting back to 8000+ steps.

Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.